Event description:
Broken sample port.

Manufacturer narrative:
It was reported that the sample port was leaking and broken. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated g3, g6, h2, h6.